Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that the access 2 immunoassay system had a leak. Customer reported that the leak was not contained in the instrument and covered the table. Customer reported that the volume of the leak was less than a cup, enough to moisten the top of the table. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the vacuum pump was defective. The fse replaced the vacuum pump and verified all of the vacuum levels were within instrument specifications. The fse then discovered a leaking vacuum valve. The fse replaced the vacuum valve. The fse performed a routine system check and assay quality control and did not note any issues.